Event description:
It was reported via repair work order that the brakes were not working correctly due to missing rue ring cotter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.